Manufacturer narrative:
The needle was evaluated and found to be bent as a result of the surgeon pressing too hard on the patient anatomy causing the tip of the needle to bend.

Event description:
A medtronic representative reported inaccuracy with a pak needle. All other instruments were accurate. The surgeon tried to reverify the pak needle and it was still inaccurate. She found that the needle was bent. Surgery was continued without use of the needle. There was no impact on patient outcome.